Manufacturer narrative:
It was reported that the device was not to retrieve images from pacs. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. As no data is available the technical investigation cannot be performed, the reported event is not verifiable and the root cause remains unknown.

Event description:
The surgeons at emory requested that their robot be connected to the hospital pacs system. This was not initially done when the system was installed because the hospital only used the planning station before, however, with their planning station being repaired currently, they wanted to be able to pull directly to the robot. A new static ip address was assigned to the mac address. On tuesday, field service engineer went to the hospital to set up the new connection. Ae titles, ip addresses, default gateways were all set and checked by both fse and the pacs representative. The network administrator could see the robot attached to the network, and the robot could be pinged, however, in iqview no images were able to be queried or retrieved.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
The surgeons at emory requested that their robot be connected to the hospital pacs system. This was not initially done when the system was installed because the hospital only used the planning station before, however, with their planning station being repaired currently, they wanted to be able to pull directly to the robot. A new static ip address was assigned to the mac address. On tuesday, field service engineer went to the hospital to set up the new connection. Ae titles, ip addresses, default gateways were all set and checked by both fse and the pacs representative. The network administrator could see the robot attached to the network, and the robot could be pinged, however, in iqview no images were able to be queried or retrieved.